Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator generated a background fault alert with "system failure" and "loss of breath delivery (bd) communication" messages. The device was available for evaluation. A review of the ventilator logs identified a breath delivery (bd) reset and loss of power resulting in a transient loss of ventilation (lov). The service personnel (sp) inspected the ventilator and found unit generated a background fault alert with "loss of bd communication" code. Based on code, sp replaced the breath delivery unit central processing unit printed circuit board assembly (bdu cpu pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the the reported event and transient loss of ventilation was isolated in the field to a potential fault in bdu cpu pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a background fault alert with "system failure" and "loss of breath delivery (bd) communication" messages. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 updated due to part return section h6 evaluation code result (annex c) additional code added due to analysis of returned part h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator generated a background fault alert with "system failure" and "loss of breath delivery (bd) communication" messages. The device was available for evaluation. A review of the ventilator logs identified a breath delivery (bd) reset and loss of power resulting in a transient loss of ventilation (lov). The service personnel (sp) inspected the ventilator and found unit generated a background fault alert with "loss of bd communication" code. Based on code, sp replaced the breath delivery unit central processing unit printed circuit board assembly (bdu cpu pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One bdu cpu pcba was returned to medtronic for analysis: a visual inspection was carried out on the returned component, no anomalies were observed. The bd cpu pcb was attached to the failure investigation test ventilator for analysis. On power up, the ventilator generated a high priority alarm with the following message displayed on the status display screen: "ventilator inoperative. Replace ventilator". And generated background codes ¿init loss of bd communication¿, ¿loss of bd communications¿ and assertion code in the diagnostic logs confirming the bd cpu pcba to be faulty. The fault was isolated to clock component y5 a failure of which during use could result in a loss of ventilation. The cause of the event and transient loss of ventilation was isolated to a faulty bdu cpu pcba.. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.